Event description:
A (B)(6), female, pt, underwent an inferior vena cava filter placement via jugular approach on (B)(6) 2011. The gunther tulip jugular vena cava filter did not deploy completely after unsheathing in the ivc. A couple of the legs were twisted around each other. After several attempts of re-sheathing and manipulating the filter, deployment was still unsuccessful. Physician decided to re-sheath, remove and try with another filter set. During the removal, the filter slid out of the sheath and deployed in the superior vena cava. Physician was able to snare the filter and remove it without further incidence. Another kit was opened and successfully placed.

Manufacturer narrative:
(B)(4) the device being difficult to deploy is not specifically labeled in the IFU. Eval was based on the returned device and the description on a meeting (B)(4) 2011 with participation of (B)(4). Investigation of the returned device was performed by the manufacturing engineering. Two used introducer systems and one tulip filter were returned. No sheath was returned. Visual inspection showed coagulated blood on the filter and found one of the secondary wires was slightly deformed compared to the other three secondary wires. The primary leg which the deformed secondary wire is connected to, is slightly out of angle, when placing a cross above the filter. Also 10 unused filters were measured in relation to the cross from supplier lot e2768639, all filters were exactly according to the cross, no legs out of angle. This indicates that the returned filter must have been in some way exposed to external forces. Most likely manipulation during the attempt to deploy caused this deformity. A functional test with one of the returned introducer systems showed that the filter could be advanced through the sheath, expanded and pulled back without any misplacement of the filter legs. This was tried three times without any difficulties. Also, it should be noted that when a filter is unexpanded, it is possible that the legs seem entangled without actually being so. However, in some cases the filter appears not fully expanded, if deployed in a thrombus, in a side branch, or in a compressed ivc. During manufacturing the tulip filter is inspected according to drawings and qc specifications. Nothing indicates that this device was not manufactured within specifications. No other complaints received on lot number 2553474. The supplier was contacted (B)(4) 2011. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The qera was not updated in response to this complaint. The addition of this complaint will not increase the occurrence rate or risk priority number. Therefore, the occlusion of qera, that no further mitigating action is necessary at this time, is still valid.